Event description:
Report came from pharmacist. According to the pharmacist, the pt's diabetes was badly controlled in this teenager, hba1c would be higher than 7.5%. Of note, hematocrit is unk, on an unspecified date, the bgm indicated "hyper" (alarm). Exact value not known by the pharmacist. The pt's sister injected her insulin lispro (dose unk). After an unspecified time frame, the pt experienced hypoglycemia with malaise, convulsions, coma for 3 to 4 hours. Pt was hospitalized for a few days.

Manufacturer narrative:
Meter not available for return and s/n is unk. No further info is available. If additional info becomes available and additional report will be filed.